Event description:
A fragment of cable appears to be stuck. A fragment of cable appears to be stuck in the instrument. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained cable tensioner has shown that there are indeed remaining cable pieces stuck in position. Therefore it is not possible to insert another cable accordingly. This issue has been previously evaluation, in response, an updated version has been initiated. A review of the device history record did not show conditions that could have contributed to the reported event.